Event description:
It was reported that during a thoracotomy procedure, it was reported that all previous fires of this device (2) were fine. Towards the end of the third firing, the gun jammed towards the very distal end of the device. Case completed with a new device. It was observed that there were at least two unformed staples sitting on the reload at the distal end and also some completely b-formed staples on the reload at the proximal end. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.